Event description:
The patient underwent repair of his zenker's diverticulum and left cervical incision. Postoperatively, a bard hubless silicone flat drain was then packed. The bard hubless silicone flat drain was discontinued two days later and the patient was discharged home. Subsequently, the mother reported that she had removed a piece of plastic from where the bard hubless silicone flat drain had been placed. Eleven days later after discharge to home, the patient was readmitted for incision and drainage of an infection. The patient was started on four days of antibiotics. The patient was ultimately discharged home with no untoward long term effects.